Manufacturer narrative:
The customer has been contacted for additional information; however, no further information has been received. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause of the event cannot be determined conclusively. (B)(4).

Event description:
The procedure was completed with no additional patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of descemets detachment, observed during secondary incision of a laser assisted cataract surgery. Additional information has been requested.